Manufacturer narrative:
(B)(4). Were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Batch # l5337r. Device evaluation: the analysis results showed that the cr40b reload was received with no apparent damaged and fully loaded with staples, with the washer uncut and with the knife recessed below the reload deck. The staples were noted to be protruding; no functional test was performed due to the condition of the reload. The condition of the returned reload is consistent with the device being partially activated. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, impossible for the surgeon to put a reload in the device (mechanism blocked). Another device was used.